Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This file represents the pre-shaped with keyhole (device 1). A separate MDR is being submitted for each of the other bard/davol device(s) for which the patient is making a claim against. Not returned.

Event description:
Per legal complaint: (B)(6) 2005 and (B)(6) 2013 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol (flat) mesh and/or ventralex st and/or pre-shaped with keyhole (device 1 & 2). The patient is making a claim for an adverse patient outcome against the pre-shaped with keyhole (device 1 & 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."